Event description:
The facility reports the staff member had completed the bath and had removed the resident from the bathtub. The staff member removed the resident from the bath to the area close to the toilet, about five feet away from the tub. The staff member lowered the lift to the lowest point and started to dry the resident. Once the upper body was dry, the staff member returned to the tub to clean it, leaving the resident alone in the chair. The staff member started to raise the tub to clean it, heard a crash and upon turning around saw the lift had tipped with the resident in it. The resident suffered pain and bruising to the knees.